Event description:
It was reported that there was a leak from the patient line of the cassette during peritoneal dialysis therapy. The care giver (cg) stated the patient line of the cassette was leaking prior to the cg connecting the patient. The cg connected the patient to the patient line of the cassette but then disconnected the patient as proper priming had not been completed. The cg then reconnected the patient at the proper step. The cg stated after connecting the patient the second time, the connection between the transfer set and the patient line of the cassette was loose as well as leaking. The technical service representative reviewed proper procedures with the cg and advised the cg to have the patient complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, there was report of a leak as a result of use error. This complaint is for a report of a use error during the priming stage, where the care giver stated she connected the patient before the hc primed completely. The care giver (cg) stated they disconnected the patient and then waited the hc to display check patient line/connect yourself. The care giver (cg) stated they connected the hp again. After connecting the home patient (hp), the cg stated the line would not tighten and the patient line continued to leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy, and provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: the previous evaluation was missing this information: this is a report of a use error, where the patient was connected to the patient line of the cassette prior to the completion of proper priming. Additionally, the patient disconnected and then reconnected to the patient line of the cassette after completing priming but did not set up with all new supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. The guide provides step-by-step instructions for connecting the transfer set to the patient line. The guide instructs the user not to attempt to reuse any disposable supplies. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.